Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event, reported based on previous serious events associated to the device no longer meet the requirements to be classified as a serious injury/event, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed

Event description:
It was reported that, during a tka procedure, one of the screws of the wedge failed to grip in the wedge. Instruments were outside the patient. There was no delay and procedure was completed with a backup device. No further complications reported.